Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported the "stopper" was crooked inside the barrel of one syringe therefore, she could not use it. 1 syringe affected stated, she could not draw up her insulin because the plunger rod was "stiff". 3 syringes affected lot: 3268346 catalog: 320469 date of event: unknown. Samples: yes cl.